Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon the insertion of the farawave catheter into the faradrive sheath during aspiration, the hemostatic valve was noted to be leaking, and air was aspiration into the sheath. Air could not be cleared from the side port luer connection. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon the insertion of the farawave catheter into the faradrive sheath during aspiration, the hemostatic valve was noted to be leaking, and air was aspiration into the sheath. Air could not be cleared from the side port luer connection. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.